Event description:
Caller states that, the patient tested 8.0 inr and 7.1 inr during duplicate testing on the same device while a lab read 4.8 inr. The comparison was reportedly performed on 2 boxes of the same strip lot. Caller states that the patient's coumadin was held for 3 days, but no adverse event was reported. Requested return of suspect device and replacement was sent.